Manufacturer narrative:
A patient sample was non-reproducibly reactive with advia centaur sars-cov-2 total (cov2t) lot 709035 and non-reactive with advia centaur cov2g lot 710007. Two new samples were drawn and resulted repeatedly cov2t and cov2g non-reactive. There was no remaining initial sample for it to be repeated. Siemens performed a precision study with controls on-site and the results were acceptable. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible result, siemens cannot rule out pre-analytical factors or sample specific issue. Based on the information provided siemens did not identify a product problem. Customer is operational. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result and a nonreactive (negative) advia centaur xpt sars-cov-2 igg (cov2g) for a patient sample. The results were reported and questioned by the physician. Two redraw samples were tested for the cov2t and cov2g on two advia centaur xpt systems and the results were nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.